Manufacturer narrative:
Medical device expiration date: unknown. The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 6100450 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot # 6188450 and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had poor clot formation.